Manufacturer narrative:
The reported backup vvi was confirmed in the laboratory. The device was tested on the bench as well as using automated test equipment and no anomaly was found. The cause of the backup vvi could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during device preparation, the implant was found in bvvi mode suggesting eol. The device was replaced.